Manufacturer narrative:
Device is used for treatment, not diagnosis. Device received for evaluation. Orchid unique manufactured the 6.0mm/10.0mm step drill bit cannulated/large qc/435mm, p/n 357.403, and lot number u129772. The material and heat treat values of the drill bit were confirmed to be correct. The diameters of the fluted regions were confirmed to be within specifications. The part conformed to all inspection requirements at incoming final inspection. The returned drill bit is fractured on the distal end. The fracture is slightly jagged and angled (approximately 45 degrees) and is located approximately 13cm from tip. The fragment was also returned for evaluation. Besides the distal fracture, the instrument shows normal signs of wear and tear. The cutting edges look slightly worn and dull, but not damaged. The returned device, 6.0mm/10.0mm stepped drill bit cannulated/large qc/435mm part no. 357.403 (lot no. U163337) was manufactured in january 2013. The drill bit is fractured on the distal end with the fracture angled (approximately 45 degrees). This 6.0/10.0mm stepped drill bit is used to create a path for the tfn helical blade or screw. These drill bits are recommended to be single use, but it is up to the hospitals discretion if they would like to use it more than once. The insert gp0680 packaged with the device reviews the inspection steps to ensure there are no dull or damaged edges, if there are it should be replaced. The angled fracture on the returned device implies an off-axis force was applied causing the fracture to occur. The trochanteric fixation nail risk analysis adequately addresses this complaint condition. Specifically, the 11th hazard listed under helical blade drills and drill stop (357.403, 357.404, 357.405) which is drill tips break off is assessed as a less severe risk with a moderate severity of harm 3 and an unlikely probability of occurrence 2 with possible harm listed as cannot create hole for implants. This stepped drill bit is made from heat treated 440a ss material, which is a common material used in this type of drilling application. The design is adequate for its intended use and did not contribute to this complaint condition. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.

Event description:
It was reported that a (B)(6) male patient underwent a trochanteric fixation nail (tfn) hip procedure on (B)(6) 2013. During the procedure, one of the step reamer drill bits broke. The broken drill bit was recovered easily, without additional intervention. A new drill bit was not available but the procedure was able to be completed successfully. The surgery was extended twenty minutes due to a device related reason. This is report 1 of 1 for complaint (B)(4).